Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette 2) per medwatch mw5109016: spontaneous call from pt reporting 2 faulty cassettes (was unable to give lot numbers but was advised to hold onto them for return), said she got no disposable, pump won't run on both pumps using both cassettes, and was immediately able to self mix using ekit with no issues. No changes in breathing, no lapse in therapy. Ekit is being replaced for delivery tomorrow. No further information available or dates are known or were reported. . Patient involvement. No injury was reported. Cassette available for return. The cassette was replaced. Patient was able to switch to additional cassettes. Infusion life-sustaining. Event resolved. Customer response received via email by smiths medical/ICU on 17/may/22 and attached and updated: cvs team will contact patient to confirm if product is still available for return, they indicated event dates or further product information are unknown / not provided.